Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
The patient was revised on the left hip due pain and osteolysis.

Manufacturer narrative:
An event regarding osteolysis involving an unknown cup was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "with the limited information presented it is concluded that there was significant wear of the polyethylene insert leading to osteolysis and implant failure resulting in revision surgery" device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The patient was revised on the left hip due pain and osteolysis.